Event description:
An eye care practitioner reported a male patient experienced a central corneal ulcer and abscess with peripheral infiltrates associated with wear of focus dailies one-day contact lenses. Severe pain and an anterior chamber reaction were noted. The patient uses saline solution to preserve lenses for several days. Pre-event acuity is unknown. Last known acuity reported as 6/10 eme. Requests have been made for additional information, however, no further information is available at this time.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. The replacement and wear schedule section of the package insert states that focus dailies one-day contact lenses are intended to be worn once and then discarded at the end of each wearing period. The patient should be instructed to start the next wearing period with a fresh new lens.